Event description:
Per the clinic, the patient experienced a skin flap infection. The physician attempted antibiotic treatment (type not reported), draining the site and skin flap revision however, the infection would not heal and led to exposure of the device. Patient was explanted in 2009, and the patient was reimplanted on the contralateral ear with a new device during the same surgery.